Event description:
It was reported that the patient underwent an initial two (2) level extreme lateral interbody fusion procedure at l3/4 and l4/5. During the procedure, when the trial was placed at l4/5, the patient's anterior longitudinal ligament (all) was cut. There was no vascular or nerve damage; however, the planned interbody was not placed at l4/5 and autograph from the patient's iliac and artificial bone were placed in the space. It was noted that the engagement of the trial and inserter may have loosened. The interbody was placed at l3/4 with no issues. No further patient impact was reported and the patient's leg mobility was confirmed postoperatively. No additional information was available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, operative notes and/or images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury malalignment of anatomical structures (i.e. Loss of normal spinal contours or change in height) nerve damage due to surgical trauma." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.